Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the two verse navlock screwdrivers would not fit through the medtronic navlock array(s). They were too bulky and would not actually fit through the array. The screwdrivers were not used. There was a surgical delay of (2) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported. Unknown medtronic navlock array (part# unknown, lot# unknown, qty unknown). This complaint involves (2) devices. This report is for (1) exped verse nav driver - shaft. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint device was not received for investigation. The image(s) was reviewed, and the complaint condition could not be confirmed, since j&j devices are not designed to interface with other companies devices. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot ==> the lot number is unknown, therefore no mre could be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the two verse navlock screwdrivers would not fit through the medtronic navlock array(s). They were too bulky and would not actually fit through the array. The screwdrivers were not used. There was a surgical delay of (2) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported. Unknown medtronic navlock array (part# unknown, lot# unknown, qty unknown). This complaint involves (2) devices. This report is for (1) exped verse nav driver - shaft. This report is 1 of 2 for (B)(4).